Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage hazard alarms while connected to the mobile power unit was confirmed via the submitted log file. The submitted log file contained data spanning approximately 10 days (10jan2021 ¿ 20jan2021 per the timestamp). The log file captured intermittent low voltage hazard alarms as well as low voltage hazard alarms with power cable disconnect alarms due to a loss of external power while connected to the mpu. The alarm resolved once external power to the mpu was restored. The system controller backup battery supported the system during the loss of external power. The heartmate mobile power unit was not returned for analysis. Provided information stated that the mobile power unit (mpu) will not be returning for analysis. In addition, the serial number of the mobile power unit is unknown, and the patient was given a power module to replace the mpu. Additionally, low power hazard alarms were not seen, only low pump current events. The vad coordinator did not see the mobile power unit specifically, so it is unknown if the mpu had a v-lock connector on at the time of the reported event, and it was assumed that the mpu power cord did not come loose from wall power. The patient was presented with pump stop alarms. If the controller were to lose power there would only be ¿no external power¿. It is safe to assume the controller did not lose and there were no environmental circumstances that would have affected a/c power at the time of the reported event. The root cause of the reported event could not be determined through this analysis. Incidental finding: power cable disconnect alarms due to a loss of external power while connected to the mpu. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including low voltage hazard alarm conditions, power cable disconnect alarm conditions, no external power alarm conditions, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. C) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced an electrostatic discharge (esd) event on (B)(6) 2021. Communication faults, pump off, low speed, and low flow alarms occur and self-resolve with this type of event. The pump is designed to automatically reset when subjected to a high static discharge event. The pump was off for approximately 3 seconds during these resets.